Event description:
It was reported that the tip of the viper2 final tightener driver broke off during set screw tightening. As reported, there was some difficulty tightening with the concomitant device viper2 final tightener handle. When the driver was removed from the set screw, its tip was found to have broken off from the instrument. The broken tip remains within the implanted set screw.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
Concomitant device = viper2 final tightener handle, catalog number 286745500.

Manufacturer narrative:
Visual examination at the macroscopic level of the final tightener driver revealed that the fracture was located at the driver¿s distal tip. The broken section of the tip was not returned with the sample. Scanning electron microscopy analysis found the existence of several cracks at the hex lobes, indicating that the failure occurred due to high torsional shear loads while tightening. No material defects or other abnormalities were observed in the analysis. Review of the device history record identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A concomitant device viper2 final tightener handle, catalog number 286745500, was also returned for evaluation. Examination found the internal gear had fractured into two pieces, most likely resulting in wrench seizure during usage. Although the cause of tip breakage cannot be positively determined, the damage was mostly likely due to the seizure of the concomitant device viper 2 final tightener handle, causing a high torsional shear load while tightening and resulting in distal tip fracture. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required